Event description:
It was reported that the pt had withdrawal. There were no alarms. A roller study was performed. Caller stated she programmed a single bolus and did not see any movement. Hcp was advised of the proper procedure for a roller study. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).